Event description:
On date of report the lay user/pt contacted co alleging her one touch ultra meter was set to the incorrect unit of measurement. The senior medical affairs specialist contacted the pt 2 days after date of report to obtain and verify info; however, was unable to contact the pt. The pt reported that on an unspecified date she obtained a blood glucose result of 4.4 mmol/l (converts to 79 mg/dl) on the reported meter. The pt stated she was unable to change the unit of measure on the reported meter. She experienced symptoms, such as, dizzy, light headed, nauseous and difficulty breathing. The pt has the medical condition of asthma and self medicated with "albuterol." Five to ten minutes later the pt reported she was again dizzy. The pt contacted emergency services and was taken to the hosp. The pt was examined at the hosp, received no treatment or medications, and told that she 'was having panic attacks.' The customer care advocate determined through the troubleshooting call the reported meter was user-changeable for unit of measure, the meter was previsouly set for the correct unit of measure, and that the pt does not use the one touch diabetes management software. The pt was unable to indicate if she had changed the unit of measurement in the settings. The meter was replaced.